Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a plain old balloon angioplasty procedure, a balloon rupture occurred. The 80% restenotic lesion was located in a moderately tortuous and mildly calcified shunt in the left forearm. The physician advanced the 7.0mm x 40mm x 40cm sterling otw balloon to the lesion and upon the first inflation to 6atms the balloon ruptured. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.